Event description:
It was reported that during a replacement procedure, the previously implanted right ventricular (rv) lead exhibited poor sensing in both sensing configurations. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.